Manufacturer narrative:
The permanent cautery hook (pch) instrument has been returned and evaluated by the failure analysis (fa) team. Fa investigations replicated and confirmed the customer-reported complaint. The pch instrument was found to have a broken conductor wire at the weld and dislodged from the monopolar yaw pulley. The instrument failed the electrical continuity test. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer found the permanent cautery hook (pch) instrument did not deliver energy. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing observed during the procedure.